Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws of the device lock on tissue. Vessel was clamped on either side and the stuck stapler was cut out.